Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched and reported that the iabp would not complete an autofill and would generate error 57 16 0 in the diagnostics. The fse replaced the purge valve assembly and this corrected the failure. The iabp passed all calibration, functional, and safety tests performed. The fse returned the iabp back to the customer cleared for clinical use.

Event description:
The customer reported that the intra-aortic balloon pump (iabp) was having auofill failure. The circumstances of the event are unknown, however, no patient was involved and no adverse event has been reported.